Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that transmitter was not working. The patient was feeling nausea and due to the transmitter issue the patient was unable to track her continuous glucose monitor (cgm) readings. The parent took the patient to the hospital and there they took a blood glucose (bg) reading which was 428 mgdl. At the hospital the patient was treated with anti-nausea medication. Data was provided for investigation. The allegation was not confirmed via data. The probable cause could not be determined via data. No additional patient or event information is available.